Manufacturer narrative:
Other text: d4: UDI number, catalog number, lot number, expiration date unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during use, the device system under-infused. The patient presented to the clinic and it was noticed that the device system had infused only 20ml out of 106ml total volume at a rate of 2.4ml/hour. Per the reporter, the device system acted as if it was infusing, no alarm occurred, and the low volume and complete alerts occurred at the appropriate times. The device indicated that the full volume was infused and was empty. The device system was pulled from service and the patient was to return to receive the rest of the dose per physician order. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.